Manufacturer narrative:
Evaluation summary: qa analysis revealed that the guide wire was returned with blood visible on the coating. There was no contrast visible. The tip of the guide wire was separated 9 cm proximal to the tip. The fracture faces were jagged. The quality engineer was present for the investigation and cut away polymer from both sides of the fracture. When removing polymer from the distal portion of the fractured guide wire, a 1 cm piece of the core came out of the polymer. This second fracture was also jagged. There was no other damage noted. Due to the damage to the guide wire, dimensional and functional testing was not performed. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. Results of the sem analysis indicate that the device core was subjected to excessive bending beyond its design limit causing the tip to detach. Normally, for the guide wire to separate due to this type of overload, some portion of the guide wire tip would have to be trapped either in the anatomy or in another device while excessive bending force was applied. From the incident description, the mechanism of how the tip became trapped and how force was applied was not described. It may have been that the guide wire was over bent going through the sheath as difficulty going through the sheath can cause guide wire damage and was mentioned as the point of separation. Overall, the sem result suggests that the root cause was from overbending, but exact circumstances are unk. This was an off label use of the guide wire when used to place leads. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury / medical intervention. Reporting rationale: separated guide wire tip requiring medical intervention for removal. Device issue: separated guide wire. It was reported that the guide wire was being used to access the coronary sinus to place a lead in an ep procedure, off label use. During the procedure, no resistance was noted to be felt during removal of the guide wire into the sheath; however, the distal tip of the guide wire separated and was left in the anatomy and moved into the atrium. The separated tip was able to be snared successfully from the pt, and the pt is reported to be fine. No additional event or pt info is available.